Manufacturer narrative:
Concomitant products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that high impedances after an implant occurred. The patient had a cervical implant done the day prior with one lead. Impedances were normal intra-operatively (800-900 ohms). When the patient was transferred to post-operative recovery a few hours later, all impedances were showing greater than values, specifically greater than 40,000 ohms. There was no trauma during the post-operative transfer. The lead configuration was confirmed, as well as checking different reference electrodes. The test was run at 3v, with all electrodes still showing greater than 40,000 ohms. The patient was under general anesthesia, but got up to go to the bathroom with no events. An x-ray was done that evening, but it was not done up close enough to confirm if the lead came out of the header block. The representative went to see the patient the morning of the report and re-checked the impedances at 3v, to find them still greater than 40,000 ohms. The lead configuration was again checked and the readings remained the same. Stimulation was programmed to 3.54v and the patient did not feel any stimulation. The patient was taken back into the operating room. The lead was taken out of the stimulator, placed back in and tightened down with a screw driver. The surgeon believed the lead was not placed fully in the stimulator. Once this was done, the impedance test showed all impedances in range. Impedances were run a couple of times with the same in range result. The patient was doing great at her post-operative appointment on (B)(6) 2015; she had no pain in her wrist, which was the target area, and the issue was considered resolved.